Event description:
The advocate stated that the customer received a blood glucose reading of 350mg/dl from her contour and a reading of 150mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The advocate was advised to return the test strips for evaluation. Replacement strips were sent to the customer.